Event description:
It was reported during a site visit that breakage occurred on a two port set in the pediatric unit. There has been no further patient or event information made available to date.

Event description:
It was reported during a site visit that breakage occurred on a two port set in the pediatric unit. There has been no further patient or event information made available to date.

Manufacturer narrative:
A getinge field service engineer (fse) reported that there was a patient involved and that there was no adverse event was reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that breakage occurred on a two port set in the pediatric unit.

Event description:
It was reported during a site visit that breakage occurred on a two port set in the pediatric unit. There has been no further patient or event information made available to date.

Manufacturer narrative:
Correction: b.4.